Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as a ¿peritoneal dialysis infection¿. The cause was unknown. On an unreported date, the patient recovered from the peritonitis. No further detail was provided regarding whether the patient was hospitalized for the event. Dianeal therapy was ongoing during unspecified treatment for the event. No additional information is available